Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported evidence of overheating, which was confirmed. Evaluation found an overheated component on the input/output printed circuit board (I/o pcb). Both the I/o pcb and back flex were replaced. (B)(4).

Event description:
During baxter's evaluation of a spectrum pump, overheating was identified. There was no patient involvement.